Event description:
It was reported that the pump exhibited an over-voltage alarm with fluid in the device. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 6/26/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿over-voltage alarm and fluid in the unit¿ was unable to be duplicated. The pump would not boot up. When the pump was opened, there was evidence of fluid ingress on all the internal components. The probable cause was fluid ingress damage on internal components. The pump was deemed beyond economical repair due to significant liquid damage. No repairs were made. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.